Manufacturer narrative:
Device analysis indicated device failure. Device analysis report attached.

Event description:
Per the clinic, the patient experienced pain, discomfort with the device use and found it difficult to adapt to implant. Subsequently, the device was explanted on (B)(6) 2025.